Event description:
Litigation papers allege: on or about (B)(6) 2003, patient underwent a right total hip arthroplasty procedure. Due to patients chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the right implant. Update - report received from sales rep indicates patient was revised (B)(6) 2012 due to malpositioning of the cup. Update: (B)(4) 2012 - medical records were received. Part/lot information was received. Pfs and sticker sheets are available on external hard drive if needed for further review.

Manufacturer narrative:
Update - report received from sales rep indicates patient was revised (B)(6) 2012 due to malpositioning of the cup. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Update - (B)(4) 2012 - medical records were received. Part/lot information was received. Pfs and sticker sheets are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges stroke/heart attack, pulmonary embolism, loosening of cup, metal wear/metallosis and dislocation with closed reduction. Doi: (B)(4) 2003; dor: (B)(6) 2012; right hip.